Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any parts or repair have been conducted to date. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from customer biomed reporting low leak co2 rebreathing risk message occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The bme reported the issue was not verified in testing. The investigation is ongoing.